Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer was advised to either replace a power supply or a graphic user interface (gui) printed circuit board (pcb), and than have a service engineer complete the repair. The service engineer (se) evaluated the ventilator and found note reporting that the display was blank and the ventilator continued to ventilate. The se replaced the power supply, which resolved the issue. The ventilator passed electrical safety check, calibrations, and self-tests.

Event description:
It was reported that, during patient use, the 840 ventilator generated an error which rendered the ventilator inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.